Manufacturer narrative:
The subject device and the foot switch (B)(4) that was attached to the subject device during the procedure were returned to olympus for evaluation. The returned foot switch was produced in 2003. When the root of the cable connected to the foot switch was touched and turned around for checking, the ultrasonic output wasn't activated several times. When other foot switches were connected to the subject device, the ultrasonic output was activated. Based on the above results, it is considered that the above troublesome phenomenon occurred because of the disconnection of the cable with the foot switch. Also it is speculated that the cause of the disconnection is repetition of bending load and the pulling load on the cable root.

Event description:
The user reported that the level of the ultrasonic output was displayed on the ultrasonic output setting indicator of the front panel, but an ultrasonic output wasn't able to activate during a procedure. The subject device was replaced during the procedure, and there was no patient injury reported.